Manufacturer narrative:
Date of event is unknown. Number 510k: 1 unknown nail head elements: tfn helical blade. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated for a femur fracture on an unknown date. On a subsequent unknown date, it was found that the helical blade had cut out of femoral head. A revision to a hemiarthroplasty is planned. This report is for 1 unknown nail head elements: tfn helical blade. This is report 1 of 1 for (B)(4) .

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the revision surgery is no longer planned as the helical blade has not completely cut out and the patient seems to be healing. Concomitant: tfna nail (part 456.315s, lot unknown, quantity 1)